Event description:
A patient;s peritoneal dialyisis registrered nurse (pdrn) reported that a patient got peritonitis. Additional information was obtained via follow-up with thr pdrn. The pdrn stated the patient had a pd catheter ( not fresenius product) exit site infection on approximately (B)(6) 2020. Subsequently, the patient developed very cloudy pd effluent. As a result, on (B)(6) 2020 the patient went to the emergency room and a pd culture was obtained. Per the nurse, the culture yielded an elevated white blood cell ( wbc) count and no organism growth. The patient was treated with an unspecified antibiotic in the ER and discharged home with twenty-four hours. The patient continued out patient vancomycin 2 grams and ceftazidime 2 grams intra-peritoneal ( ip). Due to exit site infection and peritonitis, the patient is giving the pd catheter a rest and receiving back up hemodialysis currently. The patient is recovering. The nurse states the patient did not have any fluid leaks or issies with any fresenius device, product, or drug in relation to the event. The peritonitis was attributed to an exit site infection of the pd catheter compounded by concomitant constipation. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).